Manufacturer narrative:
This lead was surgically abandoned; available information indicates the new lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing thresholds three days post-implant. Dislodgement was confirmed. It was noted that during the implant procedure, the lv lead placement had not been optimal. A new access was made, and a new lead was implanted. During the procedure, the new lead pulled back slightly after the pocket was closed. Lead measurements remained acceptable, and no further action was taken. No adverse patient effects were reported. The patient was to remain hospitalized to ensure the lv lead remained in position; if not, the patient would be considered for an epicardial lv lead.